Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing of the minute ventilation (mv) feature resulting in inappropriate mode switching with an event marked as an atrial tachy response (atr) event. In addition, there have been abrupt high pace impedance measurements on the right atrial (ra) channel, including one (1) high out of range pace impedance measurement greater than 2000 ohms approximately four (4) months ago. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider programming off the respiratory rate trend (rrt) feature. In addition, ts provided guidance to perform isometric testing to try to determine if there is an actual ra lead problem or possibly a device header spring contact issue regarding the high impedance spikes. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing of the minute ventilation (mv) feature resulting in inappropriate mode switching with an event marked as an atrial tachy response (atr) event. In addition, there have been abrupt high pace impedance measurements on the right atrial (ra) channel, including one (1) high out of range pace impedance measurement greater than 2000 ohms approximately four (4) months ago. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider programming off the respiratory rate trend (rrt) feature. In addition, ts provided guidance to perform isometric testing to try to determine if there is an actual ra lead problem or possibly a device header spring contact issue regarding the high impedance spikes. The products remain in-service. No patient symptoms or adverse patient effects were reported.